Manufacturer narrative:
Occupation: synthes sales rep. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during a femur interlocking surgery for the femur shaft fracture, the surgeon had a difficulty and was not able to lock the synthes shaft fracture nailing system (ssfns) femur nail. An unknown drill sleeve inside an unknown aiming arm was not targeting the proximal holes of the a2fn nail. However, the surgeon completed the surgery by using the bigger length of the a2fn nail. There was a surgical delay of twenty (20) minutes. Patient outcome is stable. This complaint involves one (1) device. This report is for one (1) fem nail f/shaft fract ø11 r cann l360 ta. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon visual inspection of the complaint device it can be seen that the connection section on the proximal side is badly deformed from use, as this most likely the manner for the reported function issue, based on this the complaint is confirmed the relevant features are deformed in a manner which prevents accurate functional test. All parts went through a visual control, before they had left the production. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Furthermore the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place or/and that excessive force through led to this damage. To prevent such problems, it is necessary to operate according to the technique guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot, part: 04.036.136, lot: 8376245 , manufacturing site: suzhou (hägendorf) , release to warehouse date: 03.apr.2013 . Parts were manufactured per specification and all raw materials met specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.